Event description:
The reported event communication error was found during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient injury.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) the date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material in the air/water cylinder and tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the white foreign objects were due to use of silicone. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.